Event description:
It was reported by surgeon that the bone seems to be resorbing around the implants over time causing loosening of the screw. He mentioned a CT scan showed that the bone had healed prior to resorption of bone around the implant. The pt had to undergo an unexpected revision surgery.

Manufacturer narrative:
Investigation in progress but not yet complete.